Event description:
It was reported that the safety disk of cardiosave intra-aortic balloon pump (iabp) failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) arrived at the site to inspect the equipment and confirmed all manifold test fail safety disk bad. Fse replaced with safety disk. Patient involvement is unknown and no harm reported.